Manufacturer narrative:
The customer reported that the transmitter was overheating. There was no physical damage or fluid intrusion. The device was in use on a patient, but no patient harm was reported. The customer sent the device in for an exchange. The replacement device was sent to them on 01/13/2017. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter was overheating.

Manufacturer narrative:
Manufacturer narrative: the device was returned for evaluation and the reported problem of overheating was not duplicated. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet and completed extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.